Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing low blood glucose level 36 mg/dl. Customer's relative called ambulance for emergency due to low blood glucose level. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.